Manufacturer narrative:
This product was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted and replaced due to a nonspecific product performance anomaly. This product has not been returned for analysis. No additional adverse patient effects were reported.